Event description:
A pt reported that they were having several issues with the meter. Their meter allegedly would prompt the error 1, clean test area, and not ok messages. The issues were not resolved. Pt did not have any symptoms. The results on their meter were 27 mg/dl and 108 mg/dl. Tests were done within 10 minutes with a difference of 72%. There was no medical intervention. No treatment. No further info has been reported.